Event description:
The doctor reported the implant was removed due to infection of neighering tooth spread to implant around 2 years and 6 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection, periodontal disease, bone resorption were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.